Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to reset the pump which resolved the issue, allowing the customer to begin their sensor session successfully.